Event description:
It is reported the patient was revised due to a dislocation of the head from the liner. It is further reported the metal rind remained anchored in the constrained liner.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.